Event description:
In 2006, a doctor alleged that restorations and inlays using maxcem had debonded.

Manufacturer narrative:
No eval was performed. The doctor did not provide lot number info on the product allegedly involved therefore, eval of retain samples could not be conducted. Additionally, he did not return any suspected product to kerr corporation for eval.